Event description:
It was reported the insulin pump alarmed motor error and button error. Customer's blood glucose was 380 mg/dl, treated with manual injection. Customer's father does not recall any significant event that may have caused the device to alarm. Customer had to call back to verify serial number. Troubleshooting for motor error was also performed. Customer's father did not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Customer's father was advised to disconnect the device from the customer. Customer does use the sensor feature. Customer's father was advised about false motor error alarms occurring, if customer tried to see the sensor glucose graph while bolusing. Customer's father was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.